Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include:  product ID 9735670 (serial:(B)(6).product type: ; implant date n/a; explant date n/a;  product ID 9735795; product type: ; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was green pixilation during the bootup process. The users rebooted the system and the green pixilation persisted. They looked at the system, they did not experience any green pixilation on the monitors. There was no patient involvement.  Additional information received indicated that the complaint was called it in incorrectly. The rep spoke with the surgeon who had the issue last week, and the reported issue is that the system kept shutting down while plugged in. There has been no pixel issues with the monitor. Rep was onsite earlier today, ran battery test and requested replacement battery be shipped out.

Manufacturer narrative:
H3) a manufacturer representative went to the site to test the navigation system. The main cart battery was replaced and the system performed as intended. Codes: b01, c02, d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) the battery, product ID: 9735773, lot number: 2212, was returned to the manufacturer and analysis did not confirm the reported event. The battery was tested with a known good uninterruptible power supply for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under the battery's power for the set 11.5 minutes before the ups shut down as programmed. No faults were found. Previously reported code, b01 is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.